Event description:
On bypass, flowing 4.7 liters when sorin electronic remote control clamped arterial line. No audible alarms, no warning of clamp. Perfusionist noted the problem and corrected by unclamping the erc and returning to cpb. There was no report of pt injury. The text message "negative flow alarm center pump 1" appeared. This occurred twice during the case. Heart lung bypass.